Event description:
Drug/diluent: unknown, fill volume: not applicable, flow rate: not applicable, procedure: lap gastric sleeve, cathplace: abdomen, date of surgery: on (B)(6) 2013. An on-q catheter broke upon removal. The catheter was not kept and the tip remains inside the patient with no plans to remove it. The physician is aware and examined the patient prior to discharge. It was reported by the physician that the patient is doing well.

Manufacturer narrative:
Method: no sample will be returned for a evaluation and investigation. The sample was discarded. Results: without the actual product a complete analysis cannot be conducted. Conclusions: at this time the complaint is under investigation and a follow-up report will be submitted when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.